Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple intermittent malfunction alarms occurred. Reportedly, the customer continued to use the pump for insulin therapy and will revert to manual injections if necessary. The customer's blood glucose level ranged from 130 mg/dl to 429 mg/dl.